Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of metallosis and pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirms date of revision on (B)(6) 2014. Operative report further noted peritrochanteric bone loss secondary to metallosis and a loose femoral stem. The modular head, acetabular cup, and femoral stem were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-04240 & 2015-01855 & 2015-02117).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of metallosis and pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirms date of revision on (B)(6) 2014. Operative report notes peritrochanteric bone loss secondary to metallosis and loosening of the femoral stem. The modular head, acetabular cup, and femoral stem were removed and replaced and an acetabular liner was implanted.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reports patient allegations of pain. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2014 due to patient allegations of metallosis and pain. Review of invoice history could not confirm revision date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04240 & 2015-01855).